Event description:
It was reported that a labeling issue occurred. During a procedure, following rotablation, a device with package label of nc quantum apex 2.5 x 30mm was selected for use. However, the inner package contained a 3.5 x 30mm nc quantum apex in size. The oversized device resulted in a coronary perforation. The perforation was covered with a non-bsc stent. The patient was stabilized and expected to fully recover.

Event description:
It was reported that a labeling issue occurred. During a procedure, following rotablation, a device with package label of nc quantum apex 2.5 x 30mm was selected for use. However, the inner package contained a 3.5 x 30mm nc quantum apex in size. The oversized device resulted in a coronary perforation. The perforation was covered with a non-bsc stent. The patient was stabilized and expected to fully recover.

Manufacturer narrative:
Correction: h6: removal of incorrect code. The device was not returned for investigation. However, two images were provided. The first image shows an image of the inner pouch label. This label highlights that the product size is a 3.5 x 30mm with a batch number listed as 31898685. The second image shows an outer box peel-off label. This label highlights that the product size is a 2.5 x 30mm with a batch number listed as 31491040. An investigation into each batch identified that there was no opportunity for a product mix-up to have occurred at their time of manufacture as they were not manufactured around the same dates: batch number listed as 31898685 started manufacture on the 26th june 2023. Batch number listed as 31491040 started manufacture on the 25th april 2023. Device analysis can confirm from a review of the photo images that the inner pouch label product size does not match the product size as indicated in the outer box peel-off label. However, as the cause could not be established, it is possible that at the hospital facility the nc quantum apex 2.5 x 30mm box had been opened and the device inside was removed (potentially used in another case) and that the box associated with the nc quantum apex 3.5 x 30mm box had also been opened and the inner sealed pouch containing the device was removed and was decided not to be used. It is likely that the 3.5 nc quantum apex was incorrectly placed back in the wrong box (the 2.5 nc quantum apex), resulting in this complaint event.